Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to both leads migrating as well as pain at the ipg site. Surgical intervention took place on (B)(6) 2026 to address the issues wherein the leads were explanted and replaced and the ipg pocket site was revised.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.